Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The cabling, connections, image intensifier, camera, and error logs were checked. However, the reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. However, the remote touch was unable to be repaired.

Event description:
The customer reported that the system's monitor intermittently went blank and required the system to be powered down and rebooted and the remote touch would not work. No patient injury was reported.